Event description:
Procedure: tep totally extraperitoneal. According to the reporter: week dr. (B)(6) was doing a tep hernia repair. As he was inflating the dissecting balloon, the balloon completely separated from the trocar. When he went to pull out the trocar, that balloon stayed in the patient and he had to pull it out separately from the trocar. Was the device used in patient: yes. Ftr comment: product incident was reported to gsp rep, hernia rep has been notified of product failure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)